Event description:
The rptr stated that rptr did side by side meter to hcp meter comparison tests, within 10 minutes, using separate finger sticks. Rptr's meter reading was 168 mg/dl, and the dr's meter (type unknown) result was 218 mg/dl. Rptr did not have any symptoms. A control test was in range, 122 (86-128). On follow-up, the rptr stated that rptr checks the confirmation dot for enough blood. No harm was alleged.